Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-20112018-0000249116 submitted for adverse event which occurred on (B)(6) 2016 and mwr-20112018-0000249147 submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that following insertion the patient experienced hernia recurrence, bowel obstruction, adhesions and abdominal pain. It was reported that patient underwent mesh revision on (B)(6) 2016. It was reported that patient underwent mesh removal on (B)(6) 2016. No additional information was provided.